Event description:
Patient admitted to the operating room for total hip procedure. A zimmer femoral bone cement preparation kit was used to insert a cement plug. The inserter broke. All portions retrieved per surgeon. FDA safety report ID # (B)(4).